Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) did not pass the autofill procedure. There was no harm or injury reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h3,h6(type of investigation,investigation findings,investigation conclusions),h11a getinge field service engineer replaced pim and tested. Device passed all functional and safety test.

Manufacturer narrative:
Updated fields: b4,g3,g6,h2. Corrected fields: b5,h6(type of investigation,health effect ¿ clinical code,health effect ¿ impact codes).

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) did not pass the autofill procedure. Patient involvement and injury information is unknown.